Event description:
It was reported that the patient presented for follow-up after an inappropriate shock was delivered by the implantable cardioverter defibrillator for supraventricular tachycardia. Programming changes were made. The patient was stable.